Event description:
Reporter indicated that pt's vns therapy system (both generator and lead, including electrodes) was explanted due to infection. It was reported that the pt went to the hosp emergency room because their generator was "hanging out of their chest." The pt reportedly had a staph infection from the generator pocket site all the way up to the neck incision site. The nerve reportedly looked fine.